Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pre-op visit the left extension had high impedance on 3 contacts. Surgical intervention was undertaken wherein the left extension was explanted and replaced. Postoperatively, the patient has effective therapy.